Manufacturer narrative:
Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer exposed the pump to extreme temperatures. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.